Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. No a33 alarms noted. The drive support disk was inspected and no anomalies noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window and with broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while filing the tubing. The customer does not recall any significant events leading to the error. Customer's blood glucose was 175 mg/dl at the time of incident. Troubleshooting found that customer was not able to rewind the pump. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.